Event description:
A hospital in (B)(6) reported that one of the gas regulators from a 900iw104 oxygen/air gas supply module was leaking. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Product 900iw104 is not sold in the us, but is similar to a product that is sold in the us. The 510(k) number for the similar product is k971695. Fisher & paykel is currently in the process of obtaining further info regarding this complaint. We will provide a follow-up report upon completion of our investigation.